Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and dysmenorrhoea ("extreme debilitating menstrual pain"). In (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced stress ("psychological or psychiatric condition: stress") and anxiety ("anxious"). In 2013, the patient experienced dermatitis allergic ("rashes or skin conditions type: allergic rash"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity type: more extreme allergic reactions"), rash ("rashes or skin conditions type: lower abdomen rash"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: worse eye vision"), alopecia ("hair loss"), back pain ("lower back pain"), abdominal distension ("bloating") and depression ("depressed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and undergo a surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, hypersensitivity, stress, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, fatigue, vaginal discharge, visual impairment, weight increased, alopecia, back pain, dermatitis allergic, dysmenorrhoea, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, nausea, pelvic pain, rash, stress, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: essure confirmation test conducted having result total bilateral occlusion.. Patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy bleeding, and bloating, among other symptoms. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Most recent follow-up information incorporated above includes: on 12-may-2019: pfs received. New events added: "allergic or hypersensitivity type: more extreme allergic reactions", "stress", "lower abdomen rash", "bladder or urinary problems or changes", "migraines / headaches", "nausea", "fatigue", "vaginal discharge", "pain", "worse eye vision", "weight gain", "hair loss", "lower back pain", "allergic rash". Reporter, product and patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: contraceptives. In 2008, the patient experienced genital haemorrhage ("heavy bleeding") and urinary tract disorder ("urinary problems or changes"). In october 2008, the patient had essure inserted. In (B)(6)2008, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), dysmenorrhoea ("extreme debilitating menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), incontinence ("bladder or urinary problems or changes: incontinence"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: worse eye vision/ blurry visison") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). In 2011, the patient experienced stress ("psychological or psychiatric condition: stress") and anxiety ("anxious/psychological or psychiatric condition: anxiety"). In 2014, the patient experienced rash ("rashes or skin conditions type: lower abdomen rash") and dermatitis allergic ("rashes or skin conditions type: allergic rash"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity type: more extreme allergic reactions"), back pain ("lower back pain"), abdominal distension ("bloating") and depression ("depressed"). The patient was treated with surgery (supracervical hysterectomy (uterus only)/bilateral salpingectomy). Essure was removed in (B)(6)2013. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, hypersensitivity, stress, anxiety, rash, incontinence, urinary tract disorder, migraine, headache, nausea, fatigue, vaginal discharge, vision blurred, weight increased, alopecia, back pain, dermatitis allergic, dysmenorrhoea, abdominal distension, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, incontinence, menorrhagia, migraine, nausea, pelvic pain, rash, stress, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: essure confirmation test conducted having result total bilateral occlusion.. Patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy bleeding, and bloating, among other symptoms. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - in (B)(6)2009: everything went according to plan. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Abnormal bleeding (vaginal, menorrhagia) were added. Bladder or urinary problems or changes updated to incontinence, vision/eye problems type updated to blurry vision. Event verbatim were updated. Historical drug and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), abdominal distension ("bloating"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure devices). Essure was removed in 2013. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal distension, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea and genital haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, heavy bleeding, and bloating, among other symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.